Event description:
Pt #4. Approximately one hour into the treatment, the pt complained of being sweaty but denied any other symptom. The pt stated that pt had "never felt like that before." The treatment was terminated and completed on another machine without further incident.